Manufacturer narrative:
The reported complaint that "the autopulse platform (sn 36155) did not deliver any compression and displayed the prompt: 'pull up lifeband and press restart'" was confirmed based on the review of the archive data and during functional testing. The archive data revealed that the autopulse platform repeatedly displayed ua45 (not at "home" position after power-on/restart) upon powering up on the customer's reported complaint date. This advisory message is followed by the prompt: "pull up lifeband and press restart". The root cause of the ua45 advisory message was due to the driveshaft not being at "home" position. The ua45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the zoll service personnel noticed that the encoder driveshaft was difficult to rotate and exhibited binding and resistance. This might have caused difficulty for the customer to completely pull up the lifeband prior to turning on the autopulse platform. During visual inspection, the front and bottom enclosures were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service personnel, both the front and bottom enclosures were scratched and chipped near their screw fittings. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The damaged enclosures will be replaced to address the issues. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up. This was followed by the prompt: "pull up lifeband and press restart", confirming the reported complaint. The zoll service personnel noticed that the encoder driveshaft did not rotate smoothly, exhibiting binding and resistance. The noted issue had resulted from the sticky clutch area, which is typically caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The sticky clutch plate was deburred to remedy the driveshaft resistance issue. Subsequently, the driveshaft was rotated to "home" position to clear the ua45 advisory message and the prompt. The autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) with known-good batteries until discharged without any fault or error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number 36155. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was used in an attempt to resuscitate a cardiac arrest patient in the aftermath of a car accident. On the evening of the reported event date, the county police force received a call for a head-on collision accident. The sheriff arrived on the scene and started manual CPR. It is unknown how long the patient was in cardiac arrest before receiving manual CPR. It is also not known for how long manual CPR continued. The customer reported that the autopulse platform did not deliver any compression and displayed the prompt: "pull up lifeband and press restart." The customer didn't report any user advisory (ua) or fault code. The crew pulled up the lifeband twice to readjust it, restarted the platform, and replaced the lifeband, but the issue persisted. Troubleshooting steps took about 5 minutes, during which manual CPR was performed and continued for approximately 43 minutes. Return of spontaneous circulation (rosc) to the patient was not achieved, and the patient was later pronounced dead in a hospital. The customer stated that the patient's outcome was unrelated to the autopulse system.